Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
Keypad button presses do not activate intended pump response. The patient reported that the up arrow and down arrow keypad buttons have been intermittently over-responding, and require multiple presses to obtain a response for the past week. She noted that the buttons feel flat. The patient denied any physical damage to the rubber keypad; denied exposing the pump to water or cleaning products; and stated that she wears the pump clipped to her belt.